Manufacturer narrative:
The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that a laser vision correction patient presented with a stage 3 of diffuse lamellar keratitis (dlk) at 3 day post-operative exam on left eye (os). The patient¿s chief complaint was that visual acuity was foggy on left eye. The patient had experienced loss of best corrected visual acuity. Oral steroids (medrol pack) and topical steroids increased were used to treat the dlk symptoms. Best corrected visual acuity (bcva) from (B)(6) 2016: right eye pre-op 20/15 .00 x -2.00 x 175; left eye pre-op 20/15 -.25 x -.75 x 0. Bcva from (B)(6) 2016: left eye post-op 20/25; right eye post-op 20/20.

Manufacturer narrative:
Typographical error in manufacturer report number. The year in the report number should have been 2017. The correct number for this report is 3006695864-2017-00009.